Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements (>2000 ohms) and high pacing thresholds. This was first noted as steadily increasing pace impedance measurements in the bipolar pacing configuration. As a result, the pacing configuration was changed to unipolar in the office. On a later date, the rv lead was extracted and replaced. The device remains in service. No additional adverse patient effects were reported.